Event description:
It was reported via medwatch "3f PICC (peripherally inserted central catheter) wire discovered to be broken after PICC insertion was complete." Additional information received (B)(6) 2022 was there any patient harm reported? No harm reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey1032 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported via medwatch "3f PICC (peripherally inserted central catheter) wire discovered to be broken after PICC insertion was complete." Additional information received 02/03/2022. Was there any patient harm reported? No harm reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey1032 showed no other similar product complaint(s) from this lot number.